Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported downstream sensor should be checked as it reaches downstream occlusion at 5-6 pound per square inch (psi), which was not reproduced during evaluation. A review of the event history log identified downstream sensor should be checked as it reaches downstream occlusion at 5-6 psi as downstream occlusion messages. The cause was determined to be an out of specification downstream tubing guide. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion reading that reached 5-6 pounds per square inch (psi). There was no known patient injury or medical intervention associated with this event. No additional information is available.